Event description:
Same case as MDR ID: 2134265-2014-00907. (B)(4) study. In (B)(6) 2013, the patient presented and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a long de novo lesion located in the proximal left circumflex (lcx) extending up to distal lcx with 90% stenosis and was 25 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of 2.75x12mm and another 2.75x12mm promus element plus stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient expired. No action was taken to treat this event. No further information or source documentation for this event is expected.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
As indicated in previous reported upn the second implanted promus element¿ plus device was a 2.75x20mm and not 2.75x12mm as previously stated.